Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. This ra lead was explanted. Additional information received from the field representative indicates that this lead was discarded. No additional adverse patient effects were reported.